Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was stuck on the password screen. The customer attempted multiple reboots; however, the device failed to proceed through the auto-start process after powering off and on. The customer also disconnected and reconnected the network cable before powering the device back on, but the issue persisted. Health sight viewer indicated that the device was offline.the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on blue screen. A field service engineer reseated solid state drive, system booted normally. The system functioned as intended after the field service engineer repaired the device.